Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site. The patient underwent revision surgery on (B)(6) 2017 to excise granulation tissue. Subsequently, the patient was treated with topical antibiotics.